Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the holter rickham reservoir (ID (B)(6)) was leaking and had to be revised. The surgeon said it was very much punctured. A lot of holes. Additional information received from patient's family: "my wife had an ommaya reservoir implanted on (B)(6) 2025. She had six chemotherapy treatments via the ommaya reservoir. Three weeks ago ((B)(6) 2026), the scar on her head suddenly started oozing. This happened every day, and we observed a clear fluid leaking from her head. We estimated it to be up to a shot glass's worth per day. Upon inquiry at the neurosurgery department, we were assured it was cerebrospinal fluid. She immediately had a CT scan and subsequently underwent surgery to replace the ommaya reservoir. The surgeon confirmed in the discharge summary that the silicone reservoir was perforated. It had to be replaced in a painful, and essentially unnecessary, operation."

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The holter rickham reservoir was not returned for evaluation; therefore, an evaluation of the device could not be performed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for this issue could be ¿user exceeds the number of punctures allowed¿ or ¿user uses an incompatible/ inappropriate technique or tool¿. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The lot number provided in the complaint (75477751) does not correspond to our records. However, product ID 821616 lot # 7547751 was manufactured in 2025 and (B)(4) from this lot were sold to germany, where the complaint originated. This lot could reasonably correspond to the product involved in the complaint. Therefore, the device history record review will be based on this assumption. The review of the device history records for the product code 821616 with lot 7547751, conformed to the specifications when released to stock. The injection part of the IFU (punction number and punction/injection technique) has been updated to prevent this kind of issue under a corrective and preventative action (CAPA). However, it was not possible to confirm and identify the exact root cause of the reported issue as the product was not returned for investigation.

Event description:
N/a.